Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the pyxibus cable was not fully connected to the drawer board. The field service engineer reseated the cable and made sure the connect clamps were properly engaged to resolve. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis medstation es system drawer 1 not detected on bus when user trying to issue medication to patient. The customer added that this malfunction caused a delay in dispensing zithromax 500mg tablet medication to patients. However, there were no adverse events or injuries reported based on this event.